Event description:
Lasik surgery by dr. (B)(6). He used very old equipment. He has damaged my eyes so badly that I have been seeing a specialist in (B)(6). For several eye pain, double vision, starburst, halos around slights, dry eye, floaters. Unable to drive at night due to pain in eyes from car lights, halos and starburst. I have no peripheral vision in both eyes. The corneal-nerve pain is horrible that I deal with daily. I wish I would have researched dr. (B)(6) and his equipment before this surgery. It has totally ruined my life and my career as an rn ER nurse of 24 years.